Event description:
It was reported the customer's insulin pump had excessively loud vibration sounds. Customer's blood glucose was 4.8 mmol/l. The customer stated their insulin pump was on vibrate mode. The insulin pump also passed a self test and vibrate test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Pump received with vibrator rattling due to vibrator adhesive not adhering. Pump received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).